Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced frequent low glucose events while using the pump and had been pausing insulin delivery to avoid further dosing; fluctuations were linked to uncertainty about meal announcements due to irregular eating patterns, and the user treated lows with oral glucose. Symptoms included hypoglycemia with associated dizziness, shaking, and flushing. Outcomes included an event considered a serious injury/illness/impairment and an unexpected medical intervention in the form of medication administration by mouth. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device-related findings, a medical device problem could not be characterized due to insufficient information, and a device component could not be identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.